Event description:
It was reported by the caller that intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. Reportedly the customer was using lyumjev insulin. Tandem clinical support informed customer that lyumjev is off-label per the user guide. To address the problem, the customer changed the infusion set and cartridge, resuming their insulin therapy.